Manufacturer narrative:
The biomedical engineer (bme) reported that after 15-30 mins of docking a bsm-1700 into the bsm-6000, the unit will just crash and display a cpu error, unable to export data error along with other errors he does not remember at the moment. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device. Bedside monitor: model: bsm-1753a. Sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that after 15-30 mins of docking a bsm-1700 into the bsm-6000, the unit will just crash and display a cpu error, unable to export data error along with other errors he does not remember at the moment. Not in patient use.